Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results for the device found that it was returned with the shaft bent at the handle assembly area and with a dent on the shaft at 2.5 inches from the handle making the instrument non-functional. It could not be determined what may have caused the condition. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lapaoscopic cholecystectomy procedure, the clip could not be fed into the jaw properly and could not be fired properly. Another device was used to complete the case. There were no adverse consequences to the patient.